Event description:
This device was explanted and replaced in 2004 as the result of an unknown problem. Additional information has been requested from the health care provider, regarding the suspected malfunction.